Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the threading on the pump's battery cap were missing. The patient indicated that he had gotten an empty cartridge alarm at an unspecified time. The patient disconnected from the pump and took a shower. An unspecified time afterwards, the patient claimed that he got a low battery alarm. The patient changed out the battery but noticed that the battery cap would not secure down onto the pump. He mentioned that the cap kept turning. Due to being disconnected from the pump for greater than an hour, the patient claimed that his blood glucose (bg) level reached "560 mg/dl" with no symptoms of nausea, vomiting, or shortness of breath. The patient was treated with 20 and 40 unit syringe injections. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed he developed an elevated bg level suggestive of severe hyperglycemia. However, the alleged product issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. In this case, it is unknown what the patient's bg levels were prior to when the alleged issue began and what actions he took before his bg level reached "560 mg/dl." It is unclear if the patient took the insulin injections before or after his bg level reached "560 mg/dl."

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: 09/12/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 08/14/2012 with the following findings: investigation confirmed the threads on the subject battery cap were stripped and unable to fully tighten down on the pump until the o-ring was seated and the cap was flush with the pump case. The spring on the battery cap was noted to be secure. The measurements of the battery cap were within specifications.